Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the initial medwatch, the following information was provided: when air was observed in the hemostatic valve of the sgc, aspiration was performed,the air was removed and the sgc was able to be used. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system referenced is filed under a separate manufacturer report number.

Event description:
This is filed to report that air was observed in the hemostatic valve of the steerable guide catheter (sgc). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 3-4. During insertion of the clip delivery system (cds) into the sgc, air was observed in the hemostatic valve of the sgc. When retracting the cds, one clip arm became caught on the clip introducer. It was then observed that one gripper would not move. The cds was removed from the sgc and replaced. By the end of the procedure, a total of 2 clips were implanted and mr was reduced to 2. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar reported from this lot. All available information was investigated and a definitive cause for the reported leak could not be determined. It is possible that the user technique during device preparation or the steps utilized to insert the mitraclip delivery system (cds) into the steerable guide catheter (sgc) contributed to the reported leak; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.